Event description:
Reportedly, the home monitor doesn't start.

Manufacturer narrative:
10. Narrative and/or corrective data the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor doesn't start.

Manufacturer narrative:
It was reported that the subject device was defective. Unfortunately, the device was scrapped before arriving at the expertise center. Therefore, no expertise could be performed. The root cause of this issue could not be determined; however, it camy result from the wear of that component or from a mechanical shock. Please refer to the attached report. H3 other text: device scrapped before analysis have been performed.